Manufacturer narrative:
Device was not explanted. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure, when the angio-seal device was withdrawn slowly, the angio-seal device fully came out of the insertion sheath. The suture was separated from the device. The physician caught the separated suture with hand to keep tension and pushed the collagen in with the tamper tube. The vessel diameter was 7 mm. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. Hemostasis was successfully achieved by pushing the collagen in with the tamper tube. There was no health damage to the patient. Blood loss was reported to be less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6 fr angio-seal sts plus device was returned for evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis where blood like substance was found on the returned device. The hemostatic sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. 12 inches of suture was detached from the angio-seal device. The suture was still threaded through the tamping tube. The clear marker was visible proximal to the tamping tube. The tensioner was then removed from the device cap and inspected. There was no suture attached to the disk of the tensioner. The proximal and distal ends of the suture were then inspected under microscopy which showed that the distal end of the suture was blunt as though it was cut while the proximal end was frayed. Based on the returned device, the complaint could be confirmed for suture detachment. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.